Event description:
It has been reported to us that during the procedure, the pt's vessel spasm while the diagnostic catheter was in place. The physician inserted a diagnostic catheter using a radial approach. While the diagnostic catheter was in place, the pt suffered vessel spasms. The physician continued the case without any incident. Post procedure, the pt returned to the hospital having complications from the procedure performed on (B) (6) 2009. A thrombus was reported in the area of the pt's vessel spasms. The pt was treated with blood thinning medications. The pt is reported to be fine.

Manufacturer narrative:
The customer has indicated that the subject device was discarded and will not be returned for eval. Therefore, an engineering analysis of the subject device cannot be performed. Therefore, an engineering analysis of the subject device cannot be performed. The lot number for the device is known and a review of the device history records will be conducted. Device discarded-not returned for eval.